Manufacturer narrative:
Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ mobile system 1, serial number ¿ (B)(4). ¿ aviva expert system 2, serial number ¿ unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 2.4 mmol/l, 2.9 mmol/l on mobile meter (system 1) and 6.2 mmol/l on aviva expert meter (system 2). No adverse event reported. Requested return of suspect device for evaluation.